Event description:
The facility reported and infusion pump that underdelivered during biomed testing. The facility representative stated that the pump "delivers less than supposed to." Per the facility rep, no pt injury was associated with this report and no incident reports have been filed since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.